Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2005," the plaintiff was implanted with an ams monarc. The plaintiff's attorney alleged that the plaintiff "suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.